Event description:
The pt was revised because of dislocation, interoperatively the liner was found to be fractured. During the revision, the impactor tip broke causing a 20 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.